Event description:
It was reported that two assistants developed varying symptoms after trimming appliances fashioned using orthodontic resin; both assistants had reportedly worked with the material for several yrs prior without any adverse reaction. On assistant reported swelling of the fingers with welts and consumed benadryl as a result, the following day the assistant reported having a prickling sensation in the fingers. The other assistant reported tightness of the throat and itching/rash on the back of both legs which lasted approx four hrs; the symptoms were not present the following day. Neither assistant sought medical treatment.

Manufacturer narrative:
While it is unk if the orthodontic resin used in this case caused or contributed to the symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequence being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The prod was returned and evaluated for slump, identification, and handling properties, and found to be in spec. Also, a DHR review was conducted with no abnormalities noted.